Event description:
Prescriber stated that they were initiating a new pa because the last glucometer broke. They went afk after this message. No additional information reported or available regarding this event. Pae reported by hcp, who does not consent to follow up. (B)(4).